Event description:
Account reports incidents in which during usage, separation above or below the hand pump occurs, resulting in blood spray and physicians and nurses being "sprayed" with blood. Reporter stated there was no pt compromise and no blood entered hcp's orifices.